Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the hospital for evaluation after experiencing shocks. The health care professional (hcp) called technical services (ts) for a consult review and inquired as to why the patient was shocked. Upon review, the presenting electrogram (egm) showed that the patient appeared to be a fast ventricular tachycardia (vt) arrhythmia. The device then appropriately delivered a burst of anti-tachycardia pacing (atp) therapy. The burst of atp was ineffective, and it appeared to have accelerated the rhythm. The device delivered two shocks and successfully converted the rhythm. Ts discussed review findings with the hcp. At this time, the crt-d remains in service. No adverse patient effects were reported.